Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited communication error code e315. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted. And no deviations, that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely, the following led to the malfunction: presumable cause: while the user was handling the device, water invaded scope connector. Which led to abnormality of electronic parts. As a result, the suggested event occurred. The event can be detected and prevented, by following the instructions for use: chapter 5: troubleshooting: the countermeasures against troubles are described in this chapter. 5.1: troubleshooting: if any irregularity is observed, during the inspection described in chapter 3: ¿preparation and inspection¿: do not use the endoscope and solve the problem as described in section 5.2; ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4; ¿returning the endoscope for repair¿. Also, should any irregularity be observed, while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3; ¿withdrawal of the endoscope with an irregularity¿. Warning: never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk". Olympus will continue to monitor field performance for this device.